Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 26.50. Device evaluated by manufacturer: device not returned. (B)(4). Method: device work order search. Result: a device work order search was performed and one similar complaint was found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 26.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Device evaluation: the delivery system was returned in a device tray. Visual inspection found the cartridge tip deformed/damaged, foreign material on/in device (clear residue), and lens stuck in cartridge nozzle. (B)(4).